Event description:
A literature article described a retrospective study to compare the outcomes of 96 patients undergoing robotic-assisted radical cystectomy (rarc) with urinary diversion for bladder cancer. The study aimed to evaluate the postoperative outcomes and analgesic requirements of 47 single-port (sp) vs 49 multiport robotic-assisted radical cystectomy (mp rarc). The study reported that in the sp cohort, two mortalities were noted with one patient expiring on postoperative day 1 secondary to acute hemorrhagic shock and respiratory failure from pulmonary embolism and a second patient expiring secondary to hemorrhagic shock and respiratory distress. The study concluded that the sp robotic platform offers a safe alternative to the mp robotic platform in performing rarc with urinary diversion. No clinically significant difference was demonstrated in perioperative or oncologic outcomes. There were no da vinci device malfunctions reported, nor did the authors alleged that any intuitive products caused or contributed to the deaths. The designated author contact has not responded to a request for additional information.

Manufacturer narrative:
This medwatch report represents the da vinci single port (sp) death reports. See section h10 for the associated da vinci x multiport (mp) reported deaths. An investigation could not be performed as the article did not provide any specific information regarding the procedure dates or da vinci system identifiers. There were no device issues documented in the article. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patients in this literature article died following a radical cystectomy, one from acute hemorrhagic shock with pulmonary embolism and the other from hemorrhagic shock and respiratory distress. The details of how they died are not reported. Based on the information provided in the summary of events, insufficient information is provided to determine if any intuitive surgical products or instruments contributed to this event. Citation: fang, a. M., hayek, o., kaylor, j. M., peyton, c. C., ferguson, j. E., nix, j. W., & rais bahrami, s. (2024). Postoperative outcomes and analgesic requirements of single-port vs multiport robotic-assisfted radical cystectomy. Journal of endourology, 38(5), 438¿443. Https://doi.org/10.1089/end.2023.0553 section a2 age: the study population age range for da vinci sp was 67.1 +/-11.1 years. Mean 67 years. Section a3 gender: the study population for da vinci sp was male - 39; female - 8. Section a4 weight: the study population for da vincie sp was bmi of 28.8+/-4.9 kg/m2. Section b3 event date is unknown. The date reflects the date the article was published - may 2024.